Event description:
Customer reported the sys will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the foot switch plug into the workstation and reseated pcb connections. Verified correct settings. Sys is now operating as intended.